Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions on an unknown date. It was noted that the cardiac resynchronization therapy defibrillator exhibited crosstalk, resulting in non-sustained right ventricular oversensing. The clinic decided to continue to follow the device, and not make any programming changes at this time. The patient was completely asymptomatic and had not experienced any adverse events.